Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 247 mg/dl. The customer stated that the pump alarmed battery out limit after a full charge and the pump shut off. The customer stated that the pump alarmed the customer to set the time. The customer stated that the pump alarmed during normal use. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.